Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013, upon sensor removal, sensor wire remained in patient's back. Patient's mother reported that the sensor wire "worked itself out" of the insertion site. Patient's mother reported that patient experienced no discomfort. No medical intervention was necessary.